Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the abdomen on (B)(6) 2021. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.